Event description:
The customer reported having high blood glucose after bolusing during the past week. Troubleshooting was performed. The customer stated that the insulin pump was calculating 0.0 units bolus when she inputs her high glucose reading. The customer stated that the basal and bolus programmed were 31.24 units. But the daily totals showed 35.35 units. The customer also stated that the bolus history revealed three boluses that she does not recall programming. The customer's blood glucose reading at the time of call was 180mg/dl. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.